Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was observed to be leaking. Subsequently, minimum fill notifications occurred multiple times after filling the cartridge with 150 units of insulin. Customer's blood glucose was approximately 200 mg/dl. Both a syringe needle and cartridge change were performed resolving both issues.